Event description:
The customer reported the device will not power up on ac power. There is no reported pt involvement.

Manufacturer narrative:
(B)(4). A f/u report will be submitted once the investigation is complete.

Manufacturer narrative:
Contact information: (B)(4).